Event description:
The user tried performing the pre-operational checks which reported a flow sensor test failure and leak test failure. They also reported a "battery 2 replacement required" alarm. During subsequent testing, the test failures have been reproduced. The expiratory valve assembly, pressure sensor assembly and a single battery were replaced. Recommended service software checks as well as tests and calibrations were performed. Device passed all checks and tests. There was no patient involvement in this incident. Investigation is ongoing.

Manufacturer narrative:
Additional information added in follow-up 1 (B)(4). Fields b4, g6, h2, h3, h6 and h11 are updated. The unit failed the flow sensor calibration and leak test during pre-operational checks. No patient was involved, and the device was not used for ventilation. Consequently, the event did not cause or contribute to a death or serious injury. Flow sensor calibration is a standard diagnostic procedure performed before patient use to ensure measurement accuracy. A failed calibration does not indicate a malfunction but serves as a safety mechanism to prevent use of the device until the issue is resolved. The issue was resolved by replacing the expiratory valve assembly, pressure sensor assembly, and one battery. The device subsequently passed all functional and calibration tests. There is no information that reasonably suggests the device has malfunctioned, nor that the device or a similar device would be likely to cause or contribute to a death or serious injury if the event were to recur. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The user tried performing the pre-operational checks which reported a flow sensor test failure and leak test failure. They also reported a "battery 2 replacement required" alarm. During subsequent testing, the test failures have been reproduced. The expiratory valve assembly, pressure sensor assembly and a single battery were replaced. Recommended service software checks as well as tests and calibrations were performed. Device passed all checks and tests. There was no patient involvement in this incident. Investigation is ongoing.